Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose level (305 mg/dl). Customer was nauseous due to diabetic ketoacidosis. Reportedly, the cartridge had been in use for 6 days and average use of cartridges was 5-7 days. Customer is using humalin 500 insulin. There was no pump alerts or alarms noted. Customer was treated with pump and manual injections while hospitalized. Blood glucose level decreased to 94 mg/dl the following day but then increased to >300mg/dl that afternoon. System check was performed with tandem technical support and the pump performed as intended. Contact stated that infusion set cannula would be changed and 200% basal rate would be established under health care provider direction. Health care provider would also be consulted regarding diabetes management.